Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident it was determined that the cubies in drawer 1 were failing and were not recoverable. The field service engineer fse stated that the customer reported that main drawer 1 enhanced full height pockets c1 and c3 showed a failed status and were not detected on the bus. The fse guided the customer through a long reboot process using the power switch on the station. After the reboot the pockets recovered successfully in the application. The customer verified that all pockets were functioning normally in the application. The system functioned after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the cubies in drawer 1 failed and not detected on bus and unable to recover. Critical hospice medications were in drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.